Event description:
Customer reporting 1 false negative sars result. Customer states the patient was confirmed positive using the same test on a different instrument. Symptomatic status is unknown.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.